Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # va0gmx2, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting pain at the implant site after being kicked with a soccer ball. Pain shot down their leg and they suddenly lost stimulation. The stimulator sometimes moved. Increasing stimulation just resulted in more pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.